Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty and that a minimum fill notification occurred after the user filled the cartridge with 300units of insulin during the load sequence. Customer¿s blood glucose level was 250 - 350 mg/dl. Reportedly, the customer will continue to use current pump for insulin therapy.